Event description:
It was reported to resmed that an s8 autoset ii device allegedly passed gaseous odors and burned a patient's nose.

Manufacturer narrative:
Resmed has made requests for additional information regarding the incident and for the device to be returned so that an engineering investigation can be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction at this time or the patient outcome. All known failure modes in the device leading to excessive temperature have been analyzed and the patient safety risk is concluded to be acceptable.